Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial oversensing of ventricular signals, which caused inappropriate atrial tachy response (atr) events. It was noted this was an ongoing issue and there was slow atr at 120 bpm due to the patient's slow tachycardia. Also, this crt-d was suspected to exhibit a loss of capture on the left ventricular (lv) channel. Technical services (ts) recommended reprogramming options and evaluating the options in clinic. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.